Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple users couldn't login to the server and station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2025-77174 was determined to be a concomitant device. Please refer to manufacturer report number 2016493-2025-77007 which captured the reported event and suspect device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple users couldn't login to the server and station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.